Event description:
It was reported that difficulty advancing the delivery system and stroke occurred. The patient was selected for a 27mm lotus edge valve implant. Balloon aortic valvuloplasty (bav) was performed with a 20mm non-bsc balloon catheter. A 27mm lotus edge valve system was advanced. The physician encountered challenges crossing the native aortic valve with the 27mm lotus edge valve system. The guide wire and the nosecone of the 27mm lotus edge valve system were repositioned. The 27mm lotus edge valve system was then able to cross the native aortic annulus successfully. The 27mm lotus edge valve was implanted. Successful repositioning of the 27mm lotus edge valve involved re-sheathing and deployment into a more accurate, higher position within the aortic annulus, in accordance with the instructions for use (IFU). The physician encountered difficulty locking the 27mm lotus edge valve, but was successfully locked after troubleshooting with the push-pull technique. After the procedure was completed, the patient was in recovery and signs of a minor stroke were observed. The patient's prognosis is good. It was further reported that there was no difficulty or challenges crossing the native valve as previously reported. The previously reported stroke was attributed to a vasovagal response due to femoral nerve compression that presented like a stroke immediately after the procedure. The 27mm lotus edge performed as expected in the patient's challenging anatomy. The patient's symptoms resolved shortly after the procedure. The neurology team worked the patient up, including magnetic resonance imaging (MRI), subsequently ruling out a stroke for this patient. The patient was discharged home the next day and is doing well.

Manufacturer narrative:
B1 adverse event/product problem - updated. B2 outcomes attributed to adverse event - updated. B5 describe event or problem - updated. H6 device codes - updated. H6 patient codes - updated. H1 type of reportable event -updated.

Event description:
It was reported that difficulty advancing the delivery system and stroke occurred. The patient was selected for a 27mm lotus edge valve implant. Balloon aortic valvuloplasty (bav) was performed with a 20mm non-bsc balloon catheter. A 27mm lotus edge valve system was advanced. The physician encountered challenges crossing the native aortic valve with the 27mm lotus edge valve system. The guide wire and the nosecone of the 27mm lotus edge valve system were repositioned. The 27mm lotus edge valve system was then able to cross the native aortic annulus successfully. The 27mm lotus edge valve was implanted. Successful repositioning of the 27mm lotus edge valve involved re-sheathing and deployment into a more accurate, higher position within the aortic annulus, in accordance with the instructions for use (IFU). The physician encountered difficulty locking the 27mm lotus edge valve, but was successfully locked after troubleshooting with the push-pull technique. After the procedure was completed, the patient was in recovery and signs of a minor stroke were observed. The patient's prognosis is good.